Manufacturer narrative:
Device repairs for implementation of field change order (B)(4).

Event description:
The customer reported that performing an adt (admit, discharge, transfer) at the central station is causing reboots there was no patient incident.